Event description:
It was reported in a study that the patient suffered a intraoperative gt insufficiency fracture that was treated with open reduction internal fixation without component change during rsa procedure.

Manufacturer narrative:
Based on the available information the device remains implanted therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.